Event description:
This female who was admitted for exacerbation of congestive heart failure. Pt was in the ICU when a gabriel tube was placed. Air bubbling noted and tube immedlately withdrawn. Pt repositioned. No air bubbling observed with tube location six inches with first line. Tube advanced to first line and magnet placed to abdomen. Unable to illuminate light source with magnet in multiple locations. Aspirate obtained. Tube advanced to second line with constant attempts to illuminate light source. Re-checked for evidence of air bubbling. No bubbles noted. Tube withdrawn to first line, re-checked for air bubbling, none seen. Continued to be able to aspirate. Imaging studies to confirm placed. With placement of the gabriel tube on the day of her demise, she inadvertently had the tube passed into the right lung, causing a pneumothorax. At this point, the family was summoned quickly and electred not to place a chest tube. The pt declined and expired.